Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the system software was corrupted. To resolve the reported issue, the fse reloaded the software and restored the system configuration. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.